Manufacturer narrative:
Complaint conclusion : as reported, the mynxgrip vascular closure device (vcd) 6f-7f sealant rose up being attached. There was no reported patient injury. The device storage temperature did not exceed 25 °c. The deployer was mynx certified. The sealant was stuck to the advancer tube. A small amount was stuck, and the balloon was fully deflated after shuttling down completely. The sealant was not exposed prior to use. The mynx vcd was used in an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. There was no vessel tortuosity. Hemostasis was achieved by manual compression for less than 30 minutes. The patient hospitalization was not extended as a result of the event. The patient has recovered after the mynx event. The device was not returned for analysis. A device history record (DHR) review of lot f1809505 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, handling factors (such as over-tamping) may have contributed to the sealant stuck to the advancer tube after removal. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the mynxgrip vascular closure device (vcd) 6f-7f sealant rose up being attached. There was no reported patient injury. The device storage temperature did not exceed 25 °c. The deployer was mynx certified. The sealant stuck to the advancer tube. A small amount was stuck, and the balloon was fully deflated after shuttling down completely. The sealant was not exposed prior to use. The mynx vcd was used in an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. There was no vessel tortuosity. Hemostasis was achieved by manual compression for less than 30 minutes. The patient hospitalization was not extended as a result of the event. The patient has recovered after the mynx event. The product will not be returned for analysis as it was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) 6f-7f sealant rose up being attached. There was no reported patient injury. The product will be returned for analysis.